Event description:
Event description this implantable cardioverter defibrillator (ICD) and bipolar endocardial tined lead were returned to cpi following a patient death. Although, initially there was a suspicion of spurious antitachycardia pacing, review of the therapy history and patient disk indicate clear electrograms without signs of oversensing. It was also noted that the patient experienced multiple episodes of ventricular tachycardia and ventricular fibrillation on the date of death which the ICD system appropriately treated. However, after approximately five hours of recurring ventricular arrythmias and both ICD therapy delivery and external defibrillation, the patient died.